Manufacturer narrative:
The reported event was the lead failure to advance in the catheter. As received, a complete lead was returned in one piece for analysis. The catheter and the guidewire were not returned with the lead. The guidewire insertion test was performed. The test guidewire couldn¿t be fully inserted due to the blood clogged in the inner coil. The catheter insertion test couldn¿t perform due to the guidewire restriction issue. The diameter of the ring electrodes measurement couldn¿t perform due to the damaged ring electrodes during analysis. Visual inspection and x-ray of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.

Event description:
Related manufacturer report number: 2017865-2023-24601 it was reported during implant procedure that the left ventricular lead exhibited a failure to advance within the catheter. The lead was exchanged, but the second lead exhibited phrenic nerve stimulation once positioned. The lead was removed and replaced. The patient was stable.